Event description:
It was reported that the patient presented remotely via (B)(6), transmission revealed that the right atrial lead exhibited noise over-sensing which resulted in inappropriate mode switch. No intervention was performed. There were no patient consequences.